Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 429 mg/dl. Customer treated their blood glucose via manual injection. Customer believed they did not receive insulin during bolus delivery. Customer¿s current blood glucose level was 228 mg/dl. Customer delivered a bolus with no reservoir and then they rewound the insulin pump.